Event description:
As reported by the user facility: incident description: b braun pump running vasopressin. Alarmed 18 times in which pump was stating air in line with pump stopping. Pressor dependent patient with suboptimal care being provided. Had to decrease sedation and increase norepinephrine to maintain blood pressure. Not ideal for critical care patient. Writer trailed new pressor line and new lines placed in numerous b braun pumps. Same alarm with nurse being in room dealing with IV pumps for over and hr and a half. This was taking care away from patient to deal with IV pumps.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.